Manufacturer narrative:
The insulin pump alarmed with button error followed by intermittent buttons due to corroded keypad traces. The following physical damage was also noted: cracked case at the reservoir tube lip and battery tube threads along with minor scratches to the lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error that she couldn't clear. The patient's blood glucose at the time of incident was 242 mg/dl. Troubleshooting was initiated for the button error alarm. The customer recalled having rode her bike earlier in the day. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.